Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose level of 500 mg/dl [blood glucose increased]. Device gets stuck, the dose button getting stuck [device mechanical issue]. Omission of dose due to technical complaint. [Drug dose omission by device]. No medication is being delivered [device delivery system issue]. Dispenses the medication in a stream [device delivery system issue]. Insulin cartridge breaks [product physical issue]. Wear and tear of the devices. [Device physical property issue]. The patient applied more pressure, the piston dropped very quickly [device delivery system issue]. Piston does not move or advance to position itself next to the cap, making this device non-functional [device malfunction]. Device stored with needle attached [product storage error]. The insulin crystallizes inside. [Liquid product physical issue]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height: 156 cm. Patient's weight: 72 kg. Patient's bmi: 29.58579880. This serious solicited report from chile was reported by a consumer as "blood glucose level of 500 mg/dl(blood glucose increased)" beginning on (B)(6) 2025, "device gets stuck, the dose button getting stuck(device mechanical jam)" beginning on (B)(6) 2025 , "omission of dose due to technical complaint.(drug dose omission by device)" beginning on (B)(6) 2025 , "no medication is being delivered(failure of delivery by device)" with an unspecified onset date , "dispenses the medication in a stream(device delivery system inaccurate flow rate)" with an unspecified onset date , "insulin cartridge breaks(cracked product)" with an unspecified onset date with an unspecified onset date , "wear and tear of the devices.(device damage)" with an unspeci-fied onset date , "the patient applied more pressure, the piston dropped very quickly(device de-livery system pressure issue)" beginning on 07-jul-2025, "piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction)" "device stored with needle attached(device stored with needle attached)" beginning on an un-known date,"the insulin crystallizes inside.(liquid product physical issue)" with an unspecified onset date and concerned a 70 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novopen 4 (insulin de-livery device) from unknown start date for "type 2 diabetes mellitus", insulatard penfill (insu-lin human isophane 100 iu/ml) (dose, frequency & route used- 32 ui am and 8 between 8 and 10 ui pm, subcutaneous) from 2010 for "type 2 diabetes mellitus", actrapid hm pen-fill (insulin human 100 iu/ml) (dose, frequency & route used- according to blood glucose levels, subcutaneous) from 2015 for "type 2 diabetes mellitus", dosage regimens: novopen 4: novopen 4: insulatard penfill: (B)(6) 2010 to not reported; actrapid hm penfill: (B)(6) 2015 to not reported; current condition: type 2 diabetes mellitus, arrhythmias, presbyopia, cataracts in the left eye, early diabetic retinopathy procedure: heart surgery for mitral valve replacement.. Concomitant medications included - metformin, isquelium [acenocoumarol](acenocoumarol). On (B)(6) 2025, patient was hospitalized in emergency with a glucose level of 500 mg/dl due to issue with their novopen 4 device. The patient indicates being in the emergency room since four in the morning on (B)(6) 2025 and is discharged in the morning (approximately 5 hours in emer-gency). The patient mentions being discharged with a glucose level of 430 mg/dl, as only tests were conducted to ensure there was no organ failure due to elevated glucose levels, and no insu-lins was administered. On an unknown date novopen 4 device gets stuck, just like the previously reported device, and when trying to use the insulin, the insulin crystallizes inside.the patient comments that when administering the insulin, no medication was being delivered because the device gets stuck or dispenses the medication in a stream. The patient mentions that one insulin cartridge breaks and another insulin cartridge crystallizes when trying to use the novopen devices.the patient states that has had the devices for over 15 years and attributes the failures to wear and tear of the de-vices. The patient clarified that first the device 2 failed, it indicated the dose and the patient pressed the dose button, feeling that it was going through the motions, so the patient set the dose and pressed the button while the needle was in the air and no insulin was released. The patient tried several times, even changing the needle, but with no positive results.in light of this, the patient started using another device (d1) to administer actrapid and insulatard, and shortly after using this device, the patient mentions that it started having problems, such as the dose button getting stuck, and when the patient applied more pressure, the piston dropped very quickly. Description of visual structure of both device were provided: d1: it was not easy to clearly distinguish the crack at the edge where the insulin-containing cap-sule joins the rest of the device as mentioned by the patient. The piston appeared intact and moves normally during tests with the disassembled device and insulin. D2: the joint edge of the cartridge-containing capsule was broken, while the rest of the device structure had a normal morphology. It was stated that no flow test is performed with a new needle,patient received education on the use of the product, this was not the first time the patient used the product and mentioned that they stored the device with the needle attached, reporter kept the product at room temperature in winter and in the refrigerator in summer. D1: the device was tested in disassembled form; the dose button, doser, and piston all function perfectly. Then, with the insulatard cartridge, the piston was positioned next to the orange cap, and a positive flow test was obtained. D2: it was tested in disassembled form; the button, doser, and piston function correctly, but when the insulin cartridge was installed, despite several attempts, the piston does not move or advance to position itself next to the cap, making this device non-functional. It was concluded that device 1 (d1) functioned correctly but had a crack and device 2 (d2) did not function correctly. So,request was made to coordination for replacement of both devices. The patient was educated about the importance of performing a flow test when installing a cartridge and not to reuse the needles, as they can become clogged and affect the administered dose. Batch number of novopen 4, novopen 4: yug0967, yug0967. Bath number of insulatard penfill, actrapid hm penfill were requested. Action taken to insulatard penfill was reported as product discontinued. Action taken to actrapid hm penfill was reported as product discontinued. The outcome for the event "blood glucose level of 500 mg/dl(blood glucose increased)" was not recovered. The outcome for the event "device gets stuck, the dose button getting stuck(device mechanical jam)" was not reported. The outcome for the event "omission of dose due to technical complaint.(drug dose omission by device)" was not recovered. The outcome for the event "no medication is being delivered(failure of delivery by device)" was not reported. The outcome for the event "dispenses the medication in a stream(device delivery system inaccurate flow rate)" was not reported. The outcome for the event "insulin cartridge breaks(cracked product)" was not reported. The outcome for the event "wear and tear of the devices.(device damage)" was not reported. The outcome for the event "the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue)" was not reported. The outcome for the event "piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction)" was not reported the outcome for the event "device stored with needle attached(device stored with needle attached)" was not reported the outcome for the event "the insulin crystallizes inside.(liquid product physical issue)" was not reported. Reporter's causality (novopen 4) - blood glucose level of 500 mg/dl(blood glucose increased) : probable device gets stuck, the dose button getting stuck(device mechanical jam) : unknown omission of dose due to technical complaint.(drug dose omission by device) : probable no medication is being delivered(failure of delivery by device) : unknown dispenses the medication in a stream(device delivery system inaccurate flow rate) : unknown insulin cartridge breaks(cracked product) : unknown wear and tear of the devices.(device damage):unknown the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):unknown piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):unknown device stored with needle attached(device stored with needle attached):unknown the insulin crystallizes inside.(liquid product physical issue) : unknown company's causality (novopen 4) - blood glucose level of 500 mg/dl(blood glucose increased) : possible device gets stuck, the dose button getting stuck(device mechanical jam) : possible omission of dose due to technical complaint.(drug dose omission by device) : possible no medication is being delivered(failure of delivery by device) : possible dispenses the medication in a stream(device delivery system inaccurate flow rate) : possible insulin cartridge breaks(cracked product) : possible wear and tear of the devices.(device damage) : possible the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):possible piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):possible device stored with needle attached(device stored with needle attached):possible the insulin crystallizes inside.(liquid product physical issue) : possible reporter's causality (novopen 4) - blood glucose level of 500 mg/dl(blood glucose increased) : unknown device gets stuck, the dose button getting stuck(device mechanical jam) : unknown omission of dose due to technical complaint.(drug dose omission by device) : unknown no medication is being delivered(failure of delivery by device) : unknown dispenses the medication in a stream(device delivery system inaccurate flow rate) : unknown insulin cartridge breaks(cracked product) : unknown wear and tear of the devices.(device damage):unknown the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):unknown piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):unknown device stored with needle attached(device stored with needle attached):unknown the insulin crystallizes inside.(liquid product physical issue) : unknown company's causality (novopen 4) - blood glucose level of 500 mg/dl(blood glucose increased) : possible device gets stuck, the dose button getting stuck(device mechanical jam) : possible omission of dose due to technical complaint.(drug dose omission by device) : possible no medication is being delivered(failure of delivery by device) : possible dispenses the medication in a stream(device delivery system inaccurate flow rate) : possible insulin cartridge breaks(cracked product) : possible wear and tear of the devices.(device damage) : possible the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):possible piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):possible device stored with needle attached(device stored with needle attached):possible the insulin crystallizes inside.(liquid product physical issue) : possible reporter's causality (insulatard penfill) - blood glucose level of 500 mg/dl(blood glucose increased) : unknown device gets stuck, the dose button getting stuck(device mechanical jam) : unknown omission of dose due to technical complaint.(drug dose omission by device) : unknown no medication is being delivered(failure of delivery by device) : unknown dispenses the medication in a stream(device delivery system inaccurate flow rate) : unknown insulin cartridge breaks(cracked product) : unknown wear and tear of the devices.(device damage):unknown the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):unknown piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):unknown device stored with needle attached(device stored with needle attached):unknown the insulin crystallizes inside.(liquid product physical issue) : unknown company's causality (insulatard penfill) - blood glucose level of 500 mg/dl(blood glucose increased) : possible device gets stuck, the dose button getting stuck(device mechanical jam) : possible omission of dose due to technical complaint.(drug dose omission by device) : possible no medication is being delivered(failure of delivery by device) : possible dispenses the medication in a stream(device delivery system inaccurate flow rate) : possible insulin cartridge breaks(cracked product) : possible wear and tear of the devices.(device damage) : possible the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):possible piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):possible device stored with needle attached(device stored with needle attached):possible the insulin crystallizes inside.(liquid product physical issue) : possible reporter's causality (actrapid hm penfill) - blood glucose level of 500 mg/dl(blood glucose increased) : unknown device gets stuck, the dose button getting stuck(device mechanical jam) : unknown omission of dose due to technical complaint.(drug dose omission by device) : unknown no medication is being delivered(failure of delivery by device) : unknown dispenses the medication in a stream(device delivery system inaccurate flow rate) : unknown insulin cartridge breaks(cracked product) : unknown wear and tear of the devices.(device damage):unknown the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):unknown piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):unknown device stored with needle attached(device stored with needle attached):unknown the insulin crystallizes inside.(liquid product physical issue) : unknown company's causality (actrapid hm penfill) - blood glucose level of 500 mg/dl(blood glucose increased) : possible device gets stuck, the dose button getting stuck(device mechanical jam) : possible omission of dose due to technical complaint.(drug dose omission by device) : possible no medication is being delivered(failure of delivery by device) : possible dispenses the medication in a stream(device delivery system inaccurate flow rate) : possible insulin cartridge breaks(cracked product) : possible wear and tear of the devices.(device damage) : possible the patient applied more pressure, the piston dropped very quickly(device delivery system pressure issue):possible piston does not move or advance to position itself next to the cap, making this device non-functional(device component malfunction):possible device stored with needle attached(device stored with needle attached):possible the insulin crystallizes inside.(liquid product physical issue) : possible since last submission case has been updated with the following information: medical history added with: presbyopia, cataracts in the left eye, and early diabetic retinopathy batch numbers added for novopen 4 (device 1) and novopen 4 (device 2) in m/w info tab additional information was ticked for both devices further investigation field was updated in EU/ca tab trained user and improper storage of device field marked as yes for both novopen 4 serious events of the dose button getting stuck ;the patient applied more pressure, the piston dropped very quickly, piston does not move or advance to position itself next to the cap, making this device non-functional were added non serious event of device stored with needle attached was added narrative updated accordingly references included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes:

Event description:
Case description: investigation results: name: novopen4 batch number: yug0967 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen4 batch number: yug0967 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the following were updated: inv results were updated. Imdrf b, c, d, g codes updated. Narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: final manufacturer comment: 26-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as storing the device with needle attached between injections can affect the functionality of the device. Elderly age of the patient (70 years old) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard and actrapid. H3 continued: evaluation summary name: novopen4 batch number: yug0967 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.